Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range impedance measurement of greater than 2,000 ohms. It was noted that in a unipolar configuration, the impedance decreased to the 400 ohm range and the pacing thresholds were good. It was also noted that the patient was not pacemaker dependant. The physician therefore elected to leave the lead in unipolar configuration and continue to monitor the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.